Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2019, an email was received from an online vendor who reported a patient (pt) experienced a ¿severe allergic reaction and caused several blisters that caused blindness for 3 days¿ in both eyes (ou) while wearing acuvue® oasys® for astigmatism brand contact lenses (cl). The pt visited an eye care provider (ecp) and was diagnosed with ¿an allergic reaction to something in the lens.¿ no further information was provided. On (B)(6) 2019, the pt was contacted, and additional information was received: the pt reported that the issues occurred ou, but the right eye (od) was worse. The pt tried 2 pairs of cls. The pt visited an urgent care clinic (unspecified date) and was given numbing drops and prescribed erythromycin ophthalmic ointment ou, to use twice a day. The pt was then seen as ¿an emergency¿ at an eye clinic (unspecified date) and the pt was informed that there was an injury to the cornea. The pt was advised to continue the erythromycin ophthalmic ointment and was also prescribed over the counter eye drops (unspecified). The pt was then referred to a different eye clinic for lasik surgery (scheduled for (B)(6) 2019) for ¿the spot.¿ the pt reported currently not being able to see completely out of the od. The event date is reported as 2019. No further information was provided. On (B)(6) 2019, the pt was contacted, and additional information was received: the pt reported currently ¿doing ok.¿ no further information was provided. Multiple attempts were made to the 3 different clinics that the pt visited to confirm the diagnosis and treatment, but no additional information has been received. The lot numbers are unknown. No analysis could be conducted. The suspect cls are not available for return. This report is for the left eye (os) event. A separate report will be filed for the od event. If any further relevant information is received, a supplemental report will be filed.